Manufacturer narrative:
Investigation results: visual investigation: the screws exhibit damages and deformation at the tip. We made a visual inspection of the single screws (hereinafter referred to as a - f). Screw "a" exhibit no damages or deformation. Screw "b" - "d" exhibit a flattened tip (not broken off !) And several damages at the thread. Screw "f" & "g" exhibit broken off tips. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that 5 similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 6(10) x probability of occurrence 3(10)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fm921t - cranioplate 1.5 scr.mag.cross l:4mm. According to the complaint description, there was screw breakage. There were broken nails and hairpins during the operation, which delayed the doctor's operation time. There was significant surgery delay. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).